Manufacturer narrative:
The reported events of low pacing impedance, p-wave amplitude variation, separation failure and break were not confirmed. Final analysis received found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet insertion test was performed and the x-ray confirmed that the stylet was able to be fully inserted/removed. There were no anomalies were found upon visual and x-ray examination.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited low pacing impedance and low sensing problem. When the physician attempted to reposition the ra lead, it was found that the stylet could not be removed from the ra lead, and the ra lead was damaged. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient remained in stable condition.